Manufacturer narrative:
(B)(4). The patient connected to the setup for therapy and went to sleep. The patient did not prime or initiate therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient made a mistake and connected to the set-up for peritoneal dialysis therapy at load the set prompt and went to sleep. The patient did not prime the lines or initiate therapy, and awoke to find the homechoice back at press go to start. The technical service representative explained that the patient needed to disconnect and went over proper set up procedure. There was no patient injury or medical intervention associated with this event. No additional information is available.